Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [event date] bolus daily delivery total was [0u]. Basal daily delivery total was [32.175u]. Unit properly connected to the glucose sensor simulator. No communication anomaly noted. Unit calibrated with sensor and glucose simulator box. No calibration anomaly noted. Unit programmed an alert on low setup of 5.0 mmol/l. No unexpected suspend [low sg] noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged unexpected suspend [low sg] alarms not confirmed during testing. Unable to verify alleged low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump getting suspend on low/below low/resume basal multiple times in a day. The customer experienced hypoglycemia with blood glucose value of 3.6 mmol. The customer reported hypoglycemia was treated with glucose. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer questions why alarm was triggered when blood glucose was above suspend setting. The customer questions why alarm was not triggered when blood glucose was below low setting. The customer reported suspend lasted longer than 2 hours. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions until replacement arrives. Mmt-1885 was requested, and the customer response was the device will be returned.